Manufacturer narrative:
The calibration results were within the specified ranges. The field service engineer investigated the event and determined that it was consistent with a patient sample with an expired stability. He performed an instrument check with successful results. The investigation did not identify a product problem. The specific cause of the event could not be determined based on the provided information.

Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii results from nine patient samples tested on the cobas e 801 module. Please refer to the attachment "(B)(6)" in the medwatch for the table containing the questionable results. The reporter stated that qc issues prompted the rerun of the patient samples on another e801 analyzer. The repeat results were deemed correct.